Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing and eating dinner while using the ilet bionic pancreas, with contributing factors including recent exercise and possible excess insulin for a homemade chili meal; troubleshooting and education were provided regarding announcing only when glucose is stable to avoid adding insulin to a downward trend. Symptoms included fatigue. Outcomes included no medical intervention, no assistance, and self-treatment with apple juice and six saltine crackers; the lowest recorded glucose was 44 mg/dl with approximately 35 minutes outside of range. Investigation included complaint handling and user education. Investigation of this case revealed no device malfunction and suggested user-related factors, including pre-meal downward glucose trend and potential overestimation of meal insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.